Event description:
In (B)(6) 2011, had first ever series of 5 euflexxa -ha- injections in both knees. Outcome has a virtual cure for debilitating oa knee pain for about 8 to 10 weeks. Doctor was unsatisfied with outcome. Said should have remained effective for up to 6 months; so, he decided to try a different ha medicine - hyalgan. While I understand characters here are limited, and am not graced with the gift of brevity, I can only try as briefly as possible to explain what happened then. During my marriage from 1985 - 1997, I suddenly began having extreme pain in my left hip. This lasted for seven long years. Without health insurance, all I could do then was suffer; but , as suddenly as it appeared, seven years later it disappeared. I figure since it began and ended during my marriage it ended, at the very latest, in 1997 and probably years earlier. Even at the latest, my left hip pain ended fully 15 years ago, since which time I haven't had a "whisper" of pain in my left hip; no troubles at all. On the day ((B)(6) 2012) of my first hyalgan knee (both knees) ha injections, that evening, I suddenly had very acute, most unbearable without pain medication which only allowed relief during rest. Pain not only in both knees, both then far worse than either had ever been, but also in my lower back and also, very acutely in my left hip. I now understand why this is refereed to as a "flare-up," as the pain is burning and stabbing. I found this frightening and did not know what to do. Almost unable to stand, and also nearly unable to walk, and could do so only in great pain in my knees, left hip, and lower back, and living all alone with no one to help, I simply remained bed-ridden, getting out of bed only once per day to feed myself and once a week to take a painful shower. I didn't want to offend my doctor and he only takes a couple of minutes with the injections, for each pt lined up in a row of beds separated by curtains, so I only told his techs about what happened after the first injections. The following week, the same thing, and they said they doubted very seriously my doctor would change "mid-way" back to the euflexxa I'd had such a miraculous result with six months earlier. Finally, after the second injections made everything much worse -if one could imaging this from how bad things were the first time. I resolved to type a 1/2 page explanation to my doctor and to give it to him before he injected my knees for a 3rd time with the (bad) hyalgan. Then, on my 3rd weekly appointment, he did switch to the euflexxa - which brought some relief, but not much, and he gave me a 2nd euflexxa the week after. Although after 2 weekly euflexxa injections my back was not as bad as after the 1 then 2 hyalgans, my left hip and knees were still very, very bad, committing me to my bed again for weeks. I still have not had the "umph" to force myself to get dressed and to go to the emergency room to get this checked out; get hip x-rayed, at least, and I feel avoidant of doing so because I fear consequences from my doctor he may wonder why I didn't come to him; may feel "insulated" or as though I had "gone behind his back" to get checked out; but I feel I already told him about these things in my 1/2 page typed explanation; and no one from his offices has called to check to see if I'm ok. Also, in part, due to my being timid and avoidant of confrontation, I fear I won't seriously be heard. Moreover, he already told me the 2nd euflexxa was the best he could do, without medicare / medicaid having a real problem with it; so, I guess my "best bet" is to go to the emergency room. To top it all off, I'm in the middle of having to move, or wind up homeless, because the owners of the property where I live are anxious about the economy and so wish to sell. To put it mildly, thanks to hyalgan, I am almost totally helpless, and almost completely bedridden, facing homelessness and losing everything that I have, simply because I can just barely walk at all, and at (B)(6) per month in disability income cannot afford to hire help, and family is too busy with their own problems to help out. Hyalgan, for the time being assuming the ill effects will slowly fade, has ruined my life. Dates of use: (B)(6) 2012 - (B)(6) 2012. Diagnosis : severe oa in both knees, bone on bone, causing pain.